Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off no power on low battery alarm noted. The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The device had cracked reservoir tube lip.

Event description:
Customer reported high blood glucose. He changed his infusion set four times but his blood glucose keeps rising. He has been treating with manual injections. Customer's blood glucose is 374 mg/dl. In troubleshooting, customer stated he was unable to described any possible damage to the drive support cap. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device failed the high pressure test twice. Customer was advised the device needs to be replaced, and to discontinue use and revert to back up plan. Nothing further reported.